Event description:
It was reported that when using the bd pyxis¿ es server, the interface did not process a merge message. As a result, the patient merge transaction was not completed through the interface. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, a technical support specialist confirmed with the customer confirmed that the active directory system successfully sent the merge message; however, it was not reflected on the pyxis system. Support requested a more recent example to verify whether the issue was still occurring, but the customer advised they were unable to provide one unless the issue reoccurred due to limited system visibility, internal stakeholders were consulted, and no additional or recent examples were identified. No further incidents or recurrence were reported. The customer confirmed there were no other related cases or concerns at this time, and the issue was considered resolved based on current system behavior and lack of recurrence. The system functioned as intended after the issue was resolved.